Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "care is to be taken to assure complete support of all parts of the device embedded in bone cement to prevent stress concentrations, which may lead to failure of the procedure." Under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ the following sections could not be completed with the information provided. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on an unknown date 3 years ago. Subsequently, the patient alleged that the knee never felt good and was experiencing pain. Patient was revised on (B)(6) 2015 due to pain. During the revision, it was found that only half of the tibial plateau was covered in cement. All products were explanted and another system was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.